Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-02594 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module was recommended to be replaced to resolve the issue. The customer declined ge service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.